Manufacturer narrative:
Submit date: 03/16/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports: there were only 9 in the pack that is supposed to contain 10.

Manufacturer narrative:
The device history record (DHR) for lot 15k135762 indicates that there were no defects found in the retain samples inspected from that lot. There were nine unbanded element sponges received for evaluation. The embossed band was not returned with this complaint. A count was performed for the returned sponges which verified that only 9 samples were present. The reported condition is confirmed. The exact root cause of the reported condition could not be determined because the samples did not contain any information which could lead to a specific machine. Challenges have been performed for the scales with no defects. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, a scale system is set up to detect miscounts during the autobander process. The lot met all defined acceptance requirements and was released. A formal corrective and preventative action (CAPA) has been opened to address similar issues described in the compliant. During this CAPA, the off line banding equipment was discontinued. A reversal of the autobander trays was performed to tighten the bands. Implementation of this CAPA will optimize the autobander process in which a failure mode and effect analysis will be updated to include this complaint issue and to identify the occurrence. This CAPA is currently in the investigation stage. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response.